Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners were noted during a visual inspection. No button response was observed, which was due to corroded keypad traces.

Event description:
It was reported that the insulin pump had an intermittently responsive esc button. The caller did not know the blood glucose reading. The caller stated that the keypad issue began in the last 2 weeks. Troubleshooting was not performed, as the button was working at the time of the call. The caller was advised that if the button experienced issues again and became unresponsive, he could remove the battery or have the device replaced. He stated that he would monitor the device. Nothing further reported.